Manufacturer narrative:
(B)(4). The device was not returned for analysis which would have aided in determination of the root cause. The most probable cause for the difficulty splitting the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported difficult to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. It was reported that in some cases no femoral angiogram or other type of imagining was performed at the target groin. Per the starclose se instructions for use-perform a femoral angiogram to verify the location of the puncture site the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that starclose se devices performed like expected but the sheath splitting step is not as easy as before the recall. This step felt different during an unknown number of percutaneous coronary intervention procedures. Imaging was performed for some procedures, but not all procedures prior to the use of the starclose se for closure. The starclose se clips achieved hemostasis. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The number of patients, procedures, and number of starclose se devices used was not provided. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.